Manufacturer narrative:
Additional information received on 03/16/2021: updated incident description, explant date and adverse event problem codes. The alleged metallosis complications associated with this event are investigated and addressed through - complaint investigation of metal on metal hip implants. - see attached.

Event description:
Sae# (B)(6) : allegedly, patient had superficial infection (B)(6) 2014. (Left). Sade # (B)(6) : additional information received on 03/16/2021 from clinical: adding sade narrative #4. Allegedly, subject was seen in clinic (B)(6) 2016 and an ultrasound was ordered for query pseudoutumor. Pain was ongoing. Ultrasound did not show evidence of a pseudotumor. Revision surgery was scheduled and completed (B)(6) 2019 as an outpatient surgery. Operative notes indicate metallosis as the diagnosis.

Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient had superficial infection. (Right).